Event description:
It was reported that an intraocular lens (iol) was implanted in a patient's left eye. After surgery (no specific date provided) the patient's was blurry and later on visual issues became more blurry then with glare and floaters becoming worse. The patient still goes to work in a child care facility but has to adjust things since she cannot be able to drive at night anymore. The patient was prescribed glasses which she did not mind but her issue is the not being able to drive at night. She feels terrible and is truly an unhappy camper. No other information was provided. This report is for the patient's left eye. A separate report will be submitted for the patient's right eye.

Manufacturer narrative:
Unknown/ not provided. Asku. Date of event: unknown, not provided. Best estimate of date of event is between nov 23, 2021 and nov 18, 2022. If explanted, give date: not applicable, as lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.